Manufacturer narrative:
The customer did not return the meter for investigation. Without these materials to investigate, a specific root cause for the black/burnt and melted spot could not be determined.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The meter was requested for investigation. The investigation is ongoing. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of burning on coaguchek xs meter, serial number (B)(6). Customer stated the meter would not power on and one of the batteries had corroded and leaked in the battery compartment. They attempted to change the batteries and noticed there was a black/burnt spot on the battery door as well as a melted spot on the bottom of the battery door. There was no harm to the patient.

Manufacturer narrative:
The customer coaguchek xs meter serial number up02143305 was returned. The meter was visually inspected and it was found the battery contacts are contaminated due to leaked OEM batteries. During the investigation, it was confirmed that a blackened and burnt spot, along with a melted area, was found on the battery door. This damage was caused by leaked and corroded OEM batteries. The customer allegation was confirmed.